Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the control board was found defective, however the customer refused to repair the device and will take it out of use. Reported alarm indicates disabled ventilation. It is communication error or control board error during startup. The control board contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on the control board. The system software must be re-installed if board is replaced. The device's logs were not provided for further analysis. Our conclusion is that the part pointed out as defective was the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation at startup. There was no patient involvement. Manufacturer's ref. #: (B)(4).